Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to corrosion on endoscope connector, e216 (scope communication error) occurred. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The scope connector was dirty due to water leakage. Light guide bundle had breakage. The universal cord had a scratch. The scope connector had a scratch. Switch button 1 had a scratch. The universal cord was sticky. Adhesive around objective lens was peeled. The plastic distal end cover had a scratch. Connecting tube had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. Flexibility adjustment ring had a scratch. The switch box had a scratch. The scope cover had a scratch. Suction cylinder was shaved. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a defect of the circuit board in the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer that the evis lucera elite colonovideoscope image was defective (screen flickering). There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: corroded scope connector caused an e315 (unsupported scope) error.